Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient accidentally rolled over and slept on the pump and pump was positioned directly on top of insertion site (cannula) on the night of (B)(6) 2026. The patient experienced sore, redness and pain at insertion site on (B)(6) 2026. The patient was diagnosed with cellulitis for which patient was treated with ten days antibiotics regimen, oral keflex 500 mg three times a day was prescribed and had taken benadryl for the itching and tylenol for the pain. Patient's wife stated that the cellulitis was getting better, as the redness was gone and the hard area had become smaller. No further information available.